Event description:
Rptr stated that pt was hospitalized, in a coma, for an unspecified duration, during 2004. Rptr indicated that pt's blood glucose measured 1422 mg/dl at the hosp. Pt was treated with an insulin drip.